Event description:
It was reported that infusion solution was leaking from the optical module connector during use. No patient injury was reported.

Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe was returned for evaluation. No introducer or packaging was returned. As received, the optical fiber lumen extension tube was knotted. The extension tube was unknotted for evaluation. The catheter body was found kinked and three punctures were observed around the kinked area, at approximately 87 cm proximal from the catheter tip. Leakage was found from the punctures when air was injected into the distal lumen. Blood was observed from the optical module strain relief. Leakage was observed from the optical module connector hole when air was injected into the proximal infusion lumen. The catheter was found to have an interlumen leakage in the catheter body at approximately 102 cm proximal from the catheter tip between the proximal infusion and optical fiber lumens. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examinations were performed with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of leakage issue was confirmed during the evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.